Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was leaking. The following information was received by the initial reporter with the following verbatim: a nurse was priming a bag of fresh frozen plasma to give to a patient. The line that was being primed was an alaris pump infusion blood set, ref: (B)(4) and during the prime it was noted that fluid was leaking out of the silicone part of the line just above the clamp that sits in the alaris pump. The plasma could not be used as the bag could not be re spiked. This delayed the patient receiving the plasma as another bag had to be ordered.